Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment had cut the patient and caused a wound on the right side. There was no alleged device malfunction contributing to the irritation. Field services remeasured the patient and was found to be in the correct size. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of abundance of caution. Supplemental report 9/14/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported the garment had cut the patient and caused a wound on the right side. There was no alleged device malfunction contributing to the irritation. Field services remeasured the patient and was found to be in the correct size. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of abundance of caution.